Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
As reported in a clinical investigation, the subject reported posterior medial tendonitis. The subject received an air brace and physical therapy. Adverse event onset was about 8 months post-op of a star in his right ankle on (B)(6) 2017. Event recovered on (B)(6) 2018.

Manufacturer narrative:
The reported event that talar comp,single coated us version small, right was alleged of 'adverse impact on patient / patient related / iatrogenic issue' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be patient related related. The failure was caused by a tendonitis. A clinical assessment was requested from stryker's clinical expert. The later states regarding this case: " [...] The surgeon listed this as possibly related to the implant, the implant was not removed, the patient was conservatively treated with pt and bracing and symptoms resolved. It appears that this is not device related, but rather as the surgeon stated at the outset, a tendonitis, possibly the tibialis posterior.[...]". Therefore, according to the reported event and to the clinical expert's statement, this is not product related. As a reminder, the IFU of the star ankle prosthesis clearly reminds both the patient and the user that: "[...] 5 patient education ¿ warn the patient of the surgical risks, possible adverse effects and possible operative complications that may occur with joint arthroplasty. ¿ warn the patient of the limitations of artificial joint replacement devices. ¿ caution the patient to protect the joint replacement from unreasonable stresses and to follow the treating physician¿s instructions. In particular, warn the patient to strictly avoid high impact activities such as running and jumping. ¿ warn the patient that artificial joint replacement devices can wear out over time, and may require replacement. [...]" A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported in a clinical investigation, the subject reported posterior medial tendonitis. The subject received an air brace and physical therapy. Adverse event onset was about 8 months post-op of a star in his right ankle on (B)(6)2017. Event recovered on (B)(6)2018.